Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The conducted investigation has confirmed that the tip of the present instrument is twisted. These instruments undergo a torque test before leaving the plant and no visible abnormality has been detected. These findings indicate that excessive torsional forces are responsible for this deformation. The items subject to complaint have been produced according to the specifications; there is no product failure.

Event description:
It was reported that the hexagonal tip broke off during surgery. This is report 1 of 1 for complaint (B)(4).